Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was alleged that in auto mode, the device overshot on the cooling goal significantly, cooling goal was set for 35.0 c and the machine cooled the patient to 33.8 c. The device recognized the overshoot but rewarmed the patient too fast (still in auto mode) taking the patient from 33.8 c to 36.4 c in 90 minutes. The patient was not adversely affected and no clinically relevant delay in treatment was reported.

Manufacturer narrative:
The issue was resolved for the customer by providing feedback on device operation.

Event description:
It was alleged that in auto mode, the device overshot on the cooling goal significantly, cooling goal was set for 35.0 c and the machine cooled the patient to 33.8 c. The device recognized the overshoot but rewarmed the patient too fast (still in auto mode) taking the patient from 33.8 c to 36.4 c in 90 minutes. The patient was not adversely affected and no clinically relevant delay in treatment was reported.

Event description:
It was alleged that in auto mode, the device overshot on the cooling goal significantly, cooling goal was set for 35.0 c and the machine cooled the patient to 33.8 c. The device recognized the overshoot but rewarmed the patient too fast (still in auto mode) taking the patient from 33.8 c to 36.4 c in 90 minutes. The patient was not adversely affected and no clinically relevant delay in treatment was reported.